Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of no image was the device had leaked causing water invasion into the device while the user was handling the device. This led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury. If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury. If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation found the customer reported issue of "no image" was confirmed. Image inspection check was performed and no image (black image) with error e216 was observed. Furthermore, inspection observed fluid invasion on control body and scope connector. In addition, cut on charge coupled device (ccd) shrink tube was found . Leak from instrument channel was observed and dents throughout the insertion tube was noted. Aeration was performed (device was dried) and once completed, image returned to normal. The identified parts were replaced. Device was tested and passed the required specifications. . In a follow up communication and response received, customer did not provide additional information regarding the event reported other than stating that they have received the device back (scope back (repaired) on march 8th and is now in circulation. No other information was provided. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported no image observed on the device. The issue found at preparation for use. There was no patient harm, no user injury reported due to the event.